Event description:
It was reported that the customer had an issue with the up arrow button not working and there were cracks on the pump. Customer's blood glucose level was 164 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The insulin pump has minor scratches on lcd window, cracked case at display window corners, reservoir tube lip and battery tube threads.